Manufacturer narrative:
Manufacturer's report date: january 29, 2014. Internal file no: (B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results should the affected product be received.

Event description:
The customer reported platelets were set-up as a secondary infusion. The nurse visualized the platelets backing up into the primary bag. There was no patient harm; medical intervention was not required. The customer stated that no further patient/event information is available.